Event description:
It was reported that during set up of a knee procedure, when opening the package of the ultra fast fix, it was noticed that the second implant was out of the sleeve. The procedure was successfully completed with a surgical delay greater than 30 minutes using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the drawing ultra fast-fix curved peek found the anchors attached to the needle as intended. The t2 anchor is seated onto the needle inside the fixed length depth straw. A review of the customer provided image revealed the t1 anchor has been pushed backwards beyond the needle dimple. The t2 anchor is visible, the depth straw has been removed, the suture has been untucked from the needle and the foam insert is intact. No physical damage visible to the device. The image also confirmed the reported batch and product number. A visual inspection revealed the device was returned outside of original packaging. The depth tube had been cut. The t1 anchor was pushed backwards beyond the needle dimple. The suture was coated in debris. The t2 anchor was back inside the needle cover. No physical damage visible to the device. A functional evaluation revealed the device could not be functioned as intended due to t1 anchor being pushed backwards beyond the needle dimple. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include unintentionally pulling the suture when adjusting the depth straw or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee procedure, when opening the package of the ultra fast fix, it was noticed that the second implant was out of the sleeve. The procedure was successfully completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.